Event description:
Underdelivery reported: the pump was programmed to infuse 320.0ml 5fu at a continuous rate of 5.0ml/hr. The pt was on a 5 day on and 2 day off chemotherapy protocol. It was reported that when the nurse went to the pt's home to change the bag, the display indicated that 11.7ml had infused. The nurse reported that the display volume was consistent with the fluid volume that remained in the fluid container. The physician was notified and orders to continue the cycle to complete the 5 full days were rendered. There was no pt harm reported. The pump was replaced and therapy continued without further event reported. Though requested, there was no add'l info available.